Event description:
A malfunction alarm, identified as alarm 18, was reported by the caller. The customer's blood glucose level was high, but no specific value was provided. The customer administered a correction injection using a manual method and required no assistance from a third party. Technical support explained that the alarm indicated pumping had been suspended for an extended period, and the caller acknowledged this information.